Event description:
Pump was reported to have declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. The customer had initially attempted to reload the cartridge and, during a call with customer technical support, successfully loaded the cartridge after troubleshooting guidance, allowing them to resume insulin and use the original cartridge.